Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "confirm that the video system center is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient injury or equipment damage and makes it impossible to obtain the expected functionality.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that there was no device malfunction and the phenomenon occurred because the open terminal of the t-type connector came into contact with the metallic object or was wet.

Manufacturer narrative:
The device was serviced by a field service engineer (fse). The fse was not able to reproduce the problem during his service evaluation. The fse verified the loss of signal/image was at a third party computer for capturing images during the procedure. During the evaluation, the fse noted the customer was using the t-connection on the com out signal splitting into the md computer on one side and the other side was open and not connected to anything. By removing the t-connection on the com out of the cv-190 to the 3rd party computer and connecting the cv-190 com out directly to the 3rd party computer, the olympus equipment was verified to function as intended.

Event description:
It was reported that during preparation for use, the customer was unable to maintain an image signal from the unit to the md software computer.